Event description:
It was reported that the implantable cardioverter defibrillator (ICD) system was removed due to pocket erosion at the implant site. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: product ID: 407652 lead, implanted: (B)(6) 2021; ddmb1d4 ICD, implanted: (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.